Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01237, 3006705815-2021-01238. It was reported that following a permeant implant procedure on (B)(6) 2021, the patient had a seizure. The patient has a history of seizure incidents. As a result, the patient was administered benzodiazepine medication and programmed on a later date for effective therapy, which resolved the issue.